Event description:
Information was received regarding a cadd legacy 1 pump. It was reported the device gave a key pressed alarm. There was no patient, or clinician injury associated with this occurrence. It occurred during testing. No further details provided at this time.